Manufacturer narrative:
Concomitant medical products: non-bd universal set; (B)(4). The customer¿s report of an over-infusion was not confirmed. The pcu event log shows that at 4:18 pm on (B)(6) 2018 the pump module was programmed to infuse ivf no potassium at a rate of 20ml/hr with a vtbi of 500ml. At 4:22 pm, the device received a remote IV request for ivfbolus, however this was an invalid message request. At 4:24 pm, the device received a remote IV request for decitabine to infuse at 100ml/hr with a vtbi of 100ml and the user started the infusion. At 4:25 pm, the device alarmed for air in line. Eight seconds later, the user restarted the infusion. At 5:03 pm, the door was opened and the device alarmed for check IV set. The user then channeled off the device, shutting down and powering off the system. The volume recorded as being infused during this period was 1.936ml for the primary infusion and 63.826ml for the secondary infusion. Based on the programmed vtbi of 100 and the volume infused of 63.8, the device would have read 36.2 ml remaining when the infusion was stopped. The root cause of the customer¿s report of an over-infusion was not identified. The pump module and tubing were not received for investigation.

Event description:
The customer reported that a secondary infusion of 100ml bag of chemotherapy (dacogen) was programmed to infuse at 100ml/hr for 60 minutes however it completed in over 30 minutes. The device indicated that 50ml remained in the bag even thought the bag was empty. There was no patient harm.